Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having high blood glucose levels of 507mg/dl. The customer¿s high blood glucose level was treated with manual injection. The customer declined to trouble shoot for high or low blood glucose levels. The insulin pump is not being replaced and is not expected to return for analysis.